Event description:
A customer reported that they have dissatisfaction with the latex gloves which came in the pak. Procedure details was unknown. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No physical sample has been returned for evaluation; therefore, the condition of the product could not be verified. A review of the reported pak's bill of materials (bom) shows that each unit should include (1pa) tv2d72n4i- gloves,surg,7.5,protexis,pf (latex). A review of the deviation history report shows this finished goods lot had a temporary deviation applied for the unavailable component tv2d72n4i- gloves,surg,7.5,protexis,pf (latex) to be substituted with available alternative msg1075- glove,surg,sensicare,pf,7.5 (non-latex). A review of the sap batch where-used list shows all (120pa) msg1075- glove,surg,sensicare,pf,7.5 (non-latex) were built into this finished goods lot. After review of the manufacturing records, we confirmed there was no problem with the build of the pak. The pak was built correctly with the correct glove type. The deviation will not apply to future lots manufactured after the supplier backorder is resolved. No further action will be pursued at this time. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Based on current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).